Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was not screwed together tightly. The user's blood glucose (bg) level was over 400 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user changed the infusion set and bg level returned to target level.